Manufacturer narrative:
(B)(4). Retainer ring=black, customer complained on 06/16/2021 damaged keypad and scratched lcd window. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay and scratched lcd window. The p-cap/reservoir does lock properly. Confirmed pillowing keypad overlay and scratched lcd window.

Event description:
Information received by medtronic indicated that the insulin pump had damaged keypad and scratched screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.